Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel in the limb. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation before nominal pressure, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition after the procedure.